Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was admitted with dark stools and low flow alarms. Patient was transfused two units of red blood cells and two units of fresh frozen plasma (ffp). On (B)(6) 2017 an endoscope was performed finding two active bleeding sites. On (B)(6) 2017 hemoglobin was stable.